Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000579. Medtronic representative (rep) went to the site to test and service the equipment. The rep was able to confirm the reported symptom. The rep observed a constant beeping sound coming from the image acquisition system (ias) generator cabinet upon startup. The rep also found that the x-ray generator would not fully initialize. The rep removed the generator front cover and accessed the atp board. The rep then re-seated the connections to this board. Upon next startup of system the ias fully booted with the system entering 2d mode, and the system was performing to expectations. Several shutdowns/restarts were performed with the system performing to expectations each time. The issue was resolved. The system then passed the system checkout and was found to be fully functional. No parts were replaced on the system. The replacement parts that were initially sent to the site were returned unused to medtronic. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the image acquisition system (ias) was beeping upon boot up. The middle radiation bar on the pendant would not initialize and turn green. There was no patient involved.